Event description:
Caller reported blood glucose results of 540 mg/dl and 199 mg/dl within 10 minutes on the advantage system. Reported a result of 182 mg/dl 6-8 minutes later on the same system. The customer took no action, based no treatment upon these results other than retesting. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 540 mg/dl and 199 mg/dl within 10 minutes on the advantage system. Reported a result of 182 mg/dl 6-8 minutes later on the same system. The customer took no action, based no treatment upon these results other than retesting. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.